Event description:
Elderly female with history of menorrhagia. Procedure hysteroscopy, dilatation and curettage, ablation, laparoscopic bilateral salpingectomy performed. Novasure device failed x 2. Another device obtained for remainder of surgery, no harm to patient. Novasure device worked properly for approximately 30 seconds, then delivered an error message. The error was cleared and started to continue the procedure. Procedure was continued, but the error occurred again, and did not clear. Another device was obtained. Procedure finished without error messages. No harm to patient.